Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to urgent care due to cellulitis event on (B)(6) 2026. Due to the event, the patient experienced pain, redness, and warm to the touch and was prescribed with oral antibiotics. The patient at night experienced sharp, shooting pain in the right flank area and felt like the redness was spreading and went to emergency department (ed). No further information available.